Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged seven days post implant. A revision procedure was performed to replace the lead. The lead was explanted. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.